Event description:
This pt was admitted to the hosp with a discharge from the ICD site. An IV of medications was started and the pt was sent to surgery where part of the pocket was opened and cleaned. The pt was discharged nine days later with no signs of infection and cultures were negative. All available info suggests this device remains inactively implanted. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.